Event description:
New information reported stated that the lead was explanted at a later unknown date. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced coldness and fatigue prior to presenting to the hospital during the visit it was noted that the right ventricular lead exhibited noise. The patient would continue to be monitored. No additional information was reported.